Manufacturer narrative:
Updated to reflect the information received on 2017-aug-09. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6)2017 from the consumer. Patient reported again that they had their pump refilled on monday ((B)(6)2017 and their doctor increased the amount. On (B)(6)2017, the patient had no strength at all and they fell. The patient's leg reportedly gave out and they were not able to transfer to their chair and fell. The patient's healthcare provider (hcp) told the patient to set it back 10% to the original setting. The patient noted that their hcp was 2 hours away and requested that a manufacturer's representative meet them in the area. The patient reported that they had 40 mg of medication in their pump, but could not clarify. No further complications were reported.

Event description:
Information was received from a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for intractable spasticity. It was reported that the patient pump was filled on (B)(6) 2017. The patient stated, "it was a little too much," and that they had, "complete weakness and fell the morning of (B)(6) 2017." The patient spoke to their doctor who approved a 10% reduction in medication by the manufacturer's representative. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the actions and interventions taken to resolve the overdose, weakness and fall was the pump was adjusted. The overdose, weakness and fall was resolved. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-aug-22. It was reported that no steps were taken to resolve the overdose, and the overdose was resolved.